Manufacturer narrative:
Concomitant medical product: adapta ipg. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Lead model capsurefix novus. Referenced article: transvenous pacemaker implantation after the bidirectional glenn operation for patients with complex congenital disease. Journal of cardiovascular electrophysiology. 2018;29(3):497-503. Doi: 10.1111/jce.13404. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. The author describes the "iliac approach" as a potentially a preferable alternative to a thoracotomy for epicardial pacing. The article reports the patient developed discomfort due to the lead position requiring revision seven months post-implant. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.